Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 04, 2019. - attachment: [142822 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the clinic, the patient experienced pain and subsequently electively explanted the device on (B)(6) 2019. The patient was not reimplanted with a new device.